Event description:
A (B)(6) slide presentation posted on the internet comparing glistenings on intraocular lenses (iols) was given by an ophthalmic surgeon who is also a professor at a medical school. The percentage of patients with glistenings generally increased up to 90 days following surgery and then stabilized in all groups with the exception of this lens, which had an increase up to 720 days. Four factors were identified that influenced glistenings: iols incubated in aqueous humour with serum at body temperature, diabetes, glaucoma and depression. In one study, 5 cases out of 50 had 20/20 snellen acuity, but the patients were "miserable". An australian survey was presented involving 254 eyes, of which 2% were considered to have vision affected based on reduced acuity or quality of vision symptoms. The preliminary conclusions were that glistenings are not present on day one, but appear to be acquired, increasing in both incidence and severity with time, affecting the majority of implanted lenses by three years. Grade 1+ and 2+ glistenings do not appear to significantly affect vision, glare disability or contrast sensitivity; 3+ glistenings may adversely affect vision, glare and contrast. The clinical significance of glistenings were presented. Unless very severe, glistenings do no adversely affect the modulation transfer function, ultraviolet/visible spectral transmittance, light scattering and resolving power performance of intraocular lenses. No further info is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. No further info is expected. (B)(4).